Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that bleeding occurred. The sensor was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient noticed the sensor site was bleeding and stained his mattress. He went to the emergency room (ER) for evaluation. At the ER, the nurse removed the patient¿s sensor, cleaned the site, and placed a ¿liquid substance¿ on the area. Gauze was then applied. The patient was also treated with lidocaine, epinephrine, and tranexamic acid. The patient was discharged home approximately three hours later. The patient¿s insertion site was dry and clean at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.